Manufacturer narrative:
The investigation determined that multiple higher than expected vitros vanc results were obtained from a vitros quality control fluid processed using the vitros 5600 integrated system. The most likely assignable cause for the event is an instrument related issue. An ortho field engineer performed service actions to the instrument and significant improvement in vancomycin performance was observed post service when compared to the pre-service performance. A vitros vanc reagent issue and an issue with the individual vanc reagent pack in use at the time of the event cannot be ruled out as potential contributing factors. Additionally, pre-analytical fluid mix-up and improper sample fluid handling cannot be completely ruled out as potential contributing factors.

Event description:
The customer obtained higher than expected results from a single level of vitros tdm pv quality control (tdm pv l1 vanc= 15.91, 15.66, 15.17, 15.23, 15.99, 17.29, 17.76, 18.42, 19.09, 19.63, 19.83, 19.45, 20.21, 22.60, 22.26 versus expected 8.85 ug/ml) using vitros vanc reagent on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros vanc results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).